Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014 patient experienced a missing sensor wire. Upon sensor removal, patient could not locate sensor wire. No medical intervention was required. Dexcom has issued an rga for patient to return device to be investigated.